Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine did not drain from the catheter. Another catheter was used. Per additional information received on 06/20/2018 from the (B)(4), there was no urine drainage at all, and there was no abnormalities found on the catheter or the bag. After removal of the catheter and bag, there was urine drainage.

Event description:
It was reported that urine did not drain from the catheter. Another catheter was used. Per additional information received on 06/20/2018 from the ibc, there was no urine drainage at all, and there was no abnormalities found on the catheter or the bag. After removal of the catheter and bag, there was urine drainage.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, no visual defects were noted on the returned catheter. Per functional testing, no blockage was observed in drainage lumen. Water was introduced through the drainage eye and exited out of drainage funnel without difficulty. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Precautions for use: (1) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. (2) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 2. Applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged)".